Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician from (B)(6) of sterile peritonitis in a patient coincident with physioneal 40 therapy for continuous ambulatory peritoneal dialysis (capd) and glomerulonephritis. On (B)(6) 2011, the patient experienced sterile peritonitis manifested by cloudy effluent. On (B)(6) 2011, the patient began treatment with ceftazidim 1 g ip (frequency not reported). On (B)(6) 2011, treatment with ceftazidim 1g IV (frequency not reported) was introduced. On (B)(6) 2011, ceftazidim 1 g ip was stopped and treatment with vancomycin 1g ip was initiated. On (B)(6) 2011, physioneal 40 was replaced with another physioneal 40 lot. On (B)(6) 2011, ceftazidim 1g IV was stopped. On (B)(6) 2011, treatment with tarivid 200mg orally was started. On (B)(6) 2011, treatment with vancomycin was discontinued. On (B)(6) 2011, the patient recovered. On (B)(6) 2011, tarivid treatment was stopped. Physioneal treatment continued. The physician believed that the event of sterile peritonitis was related to physioneal therapy.